Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing on right atrial (ra) lead was noted on current electrogram and on stored atrial tachycardia/atrial fibrillation electrogram episodes. The ra lead remains in use.  No patient complications have been reported as a result of this event.